Event description:
On july 8th 1999 a npb-75 pulse oximeter was returned for a routine service repair. Upon evaluation it was discovered the npb-75 would provide saturation (91-98%) and pulse rate (120-149 bpm) readings with no subject attached.